Event description:
The following information was reported in error on the newly implanted device system in manufacturer's report #3004209178-2011-02757. This information should have been reported on the device system included in this report. It was later reported that the pt had a catheter revision on (B)(6) 2011. The pt had experienced increased pain months prior to the revision. A new pump and catheter were placed at that time. The pump was replaced because the pt was very active and she likely "over did it many times" as well as that the fact that the pump was due for a replacement. It was noted they were changing the drug concentration from 35mg/ml to 2mg/ml. The device system was used to deliver dilaudid. The pt was doing well after the surgery.

Manufacturer narrative:
(B)(4).